Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection. The recipient¿s device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Due diligence attempts to obtain additional information regarding treatment were unsuccessful. The recipient's activation reportedly went well.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The explanted device will reportedly not be returned for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.